Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with increased lactate dehydrogenase (ldh), 742 u/l up from baseline of 300s u/l. Patient was admitted for suspected pump thrombosis. Log file analysis completed by the manufacturer¿s technical services representative revealed no adverse events recorded during this history and does not appear to show any unusual trends. Pump was exchanged on (B)(6) 2017 due to reported pump thrombosis. No additional information was provided.

Manufacturer narrative:
Evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus inside the pump. It was reported that the patient presented with increased lactate dehydrogenase (ldh), 742 u/l up from baseline of 300s u/l. The patient was admitted for suspected pump thrombosis. A submitted system controller log file revealed no adverse events recorded and did not appear to show any unusual trends. The pump was exchanged (B)(6) 2017 due to pump thrombosis. The pump was returned for evaluation. The device was returned assembled. The percutaneous lead was severed approximately 3 inches from the pump housing. The severed portion of the lead was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition would have had minimal flow area obstruction if it was present during pump operation. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was started on heparin at admission and eptifibatide was initiated (B)(6) 2017. Lactate dehydrogenase (ldh) peaked at 1027 u/l on (B)(6) 2017. Plasma hemoglobin was 20.7 gm/dl.